Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6. Device evaluation: visual analysis of the returned device identified: underweight, broken shell. A microscopic analysis was performed which identify a sharp edge broken assessed as unidentified tear opening and opening striated in the anterior side. Observed cloudy in the gel in the bladder device. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a broken sharp in the posterior side assessed as unidentified (tear) opening. -a striated opening in the anterior side assessed as surgical damage.

Event description:
Device evaluation complete.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left-side rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.